Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (battery faults) was confirmed. The battery faults were confirmed in the patient's download data. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a defective c6 component on the computer/analog board. The root cause for the defective c6 component could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.